Manufacturer narrative:
Our field service engineer who examined the ventilator found no fault with the ventilator and no parts were replaced. The ventilators logs were downloaded for evaluation. The logs showed that there was a disconnection on the day of the event at 02:14:52 which is indicated by the alarms inspiratory flow over range and check tubing. These alarms were followed by a human action of setting the ventilator into the standby mode for 5 minutes which indicates that this disconnection seems to have been an intended one. The period prior to this disconnection is characterized by numerous peep low alarms that start at around 01:40 and end at the time of disconnection. During this period of about 35 minutes there were many silence alarm actions, several fio2 changes, and activations of the oxygen breaths function. The 2 hour ventilation period after the disconnection was problem free without alarms. There was no confirmation of an unintentional disconnection in the logs, but the many peep low alarms may indicate leakage over a period. The logs also showed that there were human actions between these low peep alarms which imply human presence. Our conclusion in the matter is, that there was no ventilator malfunction during the incident period. The hospital has no allegation of a ventilator malfunction at the time. The cause of death was determined as a hypoxic respiratory failure by the hospital. (B)(4).

Event description:
The hospital reported that the ventilator was found disconnected from the patient. The rt that responded started to manually resuscitate the patient. The physician determined patient was stable and subsequently placed on the ventilator again. The patient was found dead two hours later. The patient was ventilator dependent but was very stable before the incident. (B)(4).